Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited alarm. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in used conditions, decontaminated, without its original packaging and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The sample unit did not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. During the functional testing, the sample was fully primed and connected without difficulty, the pump was set running and no alarms were activated. Complaint was not confirmed. Root cause could not be determined as complaint was not confirmed. No actions were taken because complaint was not confirmed.